Event description:
The customer tested her blood glucose using her contour meters and received readings of 101 and 60 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot. No product will be returned. The customer's meters were replaced at her insistance.